Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stated the event occurred before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 12, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming lamp. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp did not turn on. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.